Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 370 mg/dl. The customer stated that the insulin pump alarmed no delivery. Troubleshooting was performed, and the customer attempted to change her infusion set several times. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.